Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3487a-56, lot# va09n88, implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n397407, implanted: (B)(6) 2014, product type: accessory. Product ID: 3487a-56, lot# va09n88, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there were high impedance values greater than 10000 ohms on contacts 1, 8, 10, 12, 13 and all were out of range. Diagnostic testing or troubleshooting performed included impedance testing and reprogramming. The product issue was resolved; however, the cause of the event was not determined at the initial time of report. The patient was not feeling stimulation as strongly on his right side. Actions required as a result of the event included reprogramming around that out of range lead to capture the right side. After reprogramming around the out-of-range electrodes, the patient was receiving great coverage. The patient was happy with his stimulation and he was doing well now. The patient's status was alive with no injury. If additional information is received, a follow up report will be sent.